Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the insufflator exhibited air/leakage at the air line connection due to defective pressure valve. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: due to failure of the forceps elevator unit, gas leakage was confirmed. Olympus will continue to monitor field performance for this device.